Event description:
Hcp reported patient was shocked after going through security detector in november 2002. Hcp also reported intermittent stimulation related to postural changes. Device is used for therapeutic treatment. Hcp reported x-rays were taken and impedance checked. Hcp reported no tissue damage. Patient is doing well, no further complaints or problems. No report of device explantation.